Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-09767.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-09767. It was reported ((B)(6)) when attempting to implant the patient's drg extensions the physician experienced difficulty turning the set screw. Reportedly, the physician unscrew the set screw to the retaining washer, but was unable to turn and tighten the screw to lock the extension in place. The physician then tried to loosen the screw with the torque wrench but was unable to. The physician decided not to use the extensions.